Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent MRI of lumbosacral spine due to low back pain. Impressions were : degenerative disc disease with osteophyte formation and disc bulging and mild left foramina I stenosis at ls-s1; facet hypertrophy with mild bilateral foraminal stenosis at l4-5; no evidence of disc herniation. The patient also underwent MRI of cervical spine due to neck pain. Impressions were: degenerative disc disease with osteophyte formation end disc bulging with mild right foraminal stenosis at c5-6; no evidence of disc herniation. On (B)(6) 2011 the patient's preoperative diagnosis was: pseudoarthosis c5-6; sip acdf c5-6 with instrumentation. He underwent following procedures: anterior cervical carpectomy, c5; anterior interbody fusion; re-insertion of anterior cervical plating using the plating system; insertion of interbody fusion cage- interbody fusion cage system; removal of anterior spinal instrumentation c5-6; use of fluoroscopy under physician supervision for less than one hour; use of local bone graft and for fusion augmentation. Per-op notes, the previously placed plate was identified and dissected free of all soft tissue. Care was taken to protect the esophagus and vasculature. The locking device was identified and removed. The screws were removed and the plate subsequently removed without difficulty. Distraction pins were placed into the adjacent vertebral bodies and distraction testing was performed. This revealed motion at the previous fusion site. The previously placed graft/cage was identified and the lateral margins identified. The previous graft/cage was then removed with a high speed bur and curettes. A partial corpectomy ofc5 was required to allow com plete removal of the previously placed cage/graft. An osteophyte was noted in the lateral recess, compressing the exiting nerve root. This was removed. Prepared the endplates with a high speed bur to subchondral bleeding bone and two parallel surfaces. The defect was sized. It appeared a 8 mm cage was most appropriate. The cage was filled with cancellous autograft harvested from the decortication process, and rh-bmp2/acs. The cage was then impacted into place. Placed some demineralized bone matrix and local bone around the cage to allow this to further augment the fusion. I then secured the cervical plating system. The position of the plate was confirmed on both ap and lateral fluoroscopy and l was comfortable position of all components. L assured hemostasis. On (B)(6) 2011 the patient was presented for the follow up of his back. He underwent cervical spine xrays in which interbody graft seated at c5-6 was noted. Impressions were : status post cervical spine; history of pseudoarthrosis. On (B)(6) 2012 the patient was presented for office visit with neck pain because of which he is facing difficulty in sleeping. He underwent xrays of cervical spine in which solid fusion at c5-6 was indicated. The patient also underwent CT scans. Impression was : status post repair pseudoarthrosis at c5-6. This level is fused; degenerative disk disease; mild irregularity along the superior aspect. On (B)(6) 2012 the patient was presented for an office visit with neck pain. Assessments were: neck pain status post-surgery times two; upper back pain. On (B)(6) 2012 the patient was presented for office visit with neck pain. He underwent imaging studies in which it was observed that the patient's cervical spine demonstrated the c5-c6 fusion to be solid. Assessment was degenerative disk disease, cervical spine. On (B)(6) 2012 the patient was presented for office visit with arm pain and neck pain. After physical examination it was observed that he has positive tinel's test on both sides. He has positive phalen's test on both sides. Range of motion of the neck is decreased with positive spurling's maneuver on the right. He has deep tendon reflexes 2+ and symmetric. Assessment was: carpal tunnel syndrome; degenerative disk disease, cervical spine. On (B)(6) 2014 the patient was presented with neck pain and bilateral hand pain. It was observed from physical examination that lower extremity demonstrates bilateral c6 distribution numbness. Patient had pain from his shoulder blade with motion of neck. He had decreased range of motion of the neck. Spurling's maneuver was negative. Sensory exam was decreased into the hands. On (B)(6) 2014 the patient was presented for office visit with neck pain. It was observed from the physical examination that he had significant burning pain across the shoulders. The assessment was : degenerative disk disease, cervical spine. The patient underwent MRI. Impressions were disk protrusion at c6-7, solid fusion at c5-c6.

Event description:
It was reported that on (B)(6) 2010, the patient presented with low back pain and neck pain. MRI of the lumbosacral spine indicated ¿degenerative disc disease with osteophyte formation and disc bulging and mild left foraminal stenosis at l5-s1. Facet hypertrophy with mild bilateral foraminal stenosis at l4-5. No evidence of disc herniation.¿ MRI of the cervical spine indicated ¿degenerative disc disease with osteophyte formation and disc bulging with mild right foraminal stenosis at c5-6. No evidence of disc herniation.¿ on (B)(6) 2012 the patient presented for an office visit. On (B)(6) 2010, the patient presented with neck and left arm discomfort, diagnosed as cervical stenosis c5-6. The patient underwent acdf using spinal USA anterior plating and interbody cage, local bone and dbm. On (B)(6) 2011, the patient presented with neck discomfort and crepitus. X-rays indicated ¿the interbody graft seated at 5-6 is well positioned. It is difficult to assess how well this has consolidated.¿ physician¿s notes state ¿possible delayed union.¿ on (B)(6) 2011 the patient presented with pseudoarthrosis c5-6. Patient underwent partial anterior corpectomy c5, and revision acf c5-6 using spinal USA anterior plating, msd interbody device, rhbmp-2/acs, and local bone. On (B)(6) 2011 the patient presented for post-op follow up. Ap and lateral x-rays indicated ¿the interbody graft seated at 5-6. The hardware is well positioned. Some soft tissue swelling is noted.¿ (B)(6) 2011 patient presented for post-op follow up. Ap and lateral x-rays indicated ¿the interbody graft seated at 5-6.this appears to be consolidating. The hardware is well positioned.¿ on (B)(6) 2012, the patient presented with some interscapular discomfort. Ap and lateral x-rays indicated ¿the interbody graft seated at 5-6. This appears to be consolidated as best I can ascertain particularly anteriorly. Some minor degenerative changes are noted at the 5-6 level.¿ on (B)(6) 2012 the patient presented with neck discomfort. Ap and lateral x-rays indicated ¿solid fusion at c5-6. No instability on flexion extension views.¿ on (B)(6) 2012 patient presented with cervical degenerative disc disease. Referral made for emg/ncv evaluation. On (B)(6) 2012 patient presented with complaints of numbness and weakness in his hands and pain between his shoulder blades. Emg/ncv indicated ¿a bilateral median mononeuropathy, with the site of entrapment being at each wrist, which is of moderate electrophysiologic severity bilaterally, with acute/subacute features seen on the right, and subacute features present on the left. There is also a mild right cubital tunnel process, without denervation. Further, there is evidence of chronic bilateral c5-6 radicular injury, only, without acute/progressive features.¿ on (B)(6) 2014 the patient presented with pain between the shoulder blades moving down the spine. Patient reported headaches, vision change, ringing in ears, numbness, and weakness. Physician¿s notes state ¿manual testing of the lower extremity demonstrates bilateral c6 distribution numbness¿ the patient has no evidence of myelopathy. There is no evidence of hyperreflexia¿ imaging demonstrates a solid fusion in his neck.¿ on (B)(6) 2014 the patient presented with pain between the shoulder blades moving down the spine. Patient reported joint stiffness/swelling, headaches, vision change, ringing in ears, numbness, and weakness. MRI of the cervical spine indicated ¿previous acdf at c5-c6. Satisfactory appearance with no extradural defects or stenosis. Degenerative narrowing of the c6-c7 disc space. Mild left foraminal narrowing. No central canal stenosis.¿